Manufacturer narrative:
Additional information: product available to stryker; reason for no evaluation. An event regarding a reported infection involving an unknown gmrs system was reported. The event was not confirmed. Device evaluation and results: not performed as no devices were returned for review. It is noted that the event description states "staph infection was clinically confirmed". However no medical notes/pathology reports were provided. Based on the provided information, a consultation with the stryker limerick microbiology department was requested the principal microbiologist returned the following: "x3 plastic implants are subjected to overkill sterilization utilizing hydrogen peroxide as surface sterilant. Non-x3 plastic implants are gamma-irradiated between 25-35kgy. Ceramic implants and metal implants are gammairradiated between 25-45kgy and some metal hip implants up to 50kgy and therefore these bacteria will not survive the stryker sterilisation processes." Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: it is noted that the event description states "staph infection was clinically confirmed". However no medical notes/pathology reports were provided. Based on the provided information, a consultation with the stryker limerick microbiology department was requested the principal microbiologist returned the following: "x3 plastic implants are subjected to overkill sterilization utilizing hydrogen peroxide as surface sterilant. Non-x3 plastic implants are gamma-irradiated between 25-35kgy. Ceramic implants and metal implants are gamma irradiated between 25-45kgy and some metal hip implants up to 50kgy and therefore these bacteria will not survive the stryker sterilization processes." The exact cause of the event could not be determined because insufficient information was provided for review. Further information such as device details and return, pre- and post-operative x-rays, operative reports, pathology reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient's right hip was revised due to infection. Staph infection was clinically confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to infection. Staph infection was clinically confirmed.